Event description:
It was reported that a female patient underwent an idiopathic right ventricular tachycardia procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis and prolonged hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this occurred during mapping or ablating. Settings during the event include: power control mode with settings at 25-35 watts, temperature readings of 40 celsius degrees, irrigation flow setting at 30 cc and 8.5 fr. Sr0 sheath used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17053844m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant bwi products used: producta name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4); product name: ez steer¿ thermocool® nav bi-directional catheter, us catalog #: bni75tcdfh, lot #: 17053844m. Non-bwi product used: 8.5 fr. Sr0 sheath (B)(4). (B)(4).